Event description:
On (B)(6) 2012, during a call from the patient for an unrelated alarm, the patient reported that he just recently had hernia surgery. Patient reported he would contact his peritoneal dialysis nurse (pdrn) regarding the alarms. On (B)(6) 2012, product surveillance contacted the facility and left a message for the peritoneal dialysis nurse to call back regarding this patient and his recent hernia surgery.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Received telephone contact report from global pharmacovigilence (gpv). Gpv contacted the facility and spoke with the peritoneal dialysis nurse (pdrn). The pdrn reported that the patient had a past medical history of an umbilical hernia. Patient had a repair of the umbilical hernia in outpatient surgery and was never hospitalized (unknown date in 2012). The patient is recovering and pd therapy was uninterrupted and ongoing. Per the nurse this hernia was not related to pd devices or dianeal therapy. The nurse declined to provide any further information.